Manufacturer narrative:
The device was received for evaluation. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow line testing was performed, and the device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a continuous downstream occlusion which occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow line testing was performed, and the device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a continuous downstream occlusion which occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.